Event description:
It was reported to philips that the system was unable to start. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse identified that the system could not be started via the review module. After replacing the review module, the system could be successfully started and was returned to use in good working order. The defective review module was not available for further analysis. The codes were updated based on the investigation outcome.